Event description:
The company received a report where it was claimed that the tube deflated during pt use. The end clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.

Manufacturer narrative:
Part number# 108-75 is not distributed in the u.s; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for us distributed part is k791045. The sample is associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation. A summary of the investigation results will be provided in a supplemental report.